Manufacturer narrative:
The instrument was not returned to isi for eval. The alleged malfunction of the instrument cannot be confirmed or denied. From the event details provided by the hosp, it has been concluded that incorrect placement of the cannula may have contributed to the alleged malfunction of the instrument.

Event description:
It was reported that during insertion of the scalpel cautery instrument through the cannula, that the cannula was not inserted completely into the thoracic cavity. Resistance of the instrument to move within the cannula was noted by the operating room staff. Upon removal of the instrument, the cautery spatula accessory was missing from the scalpel cautery instrument. The surgeon attempted but was unable to retrieve the cautery spatula accessory without making a larger incision. The surgeon chose to continue the mis procedure with robotic assistance. The scalpel cautery instrument was removed from the pt and a backup cautery instrument was used to complete the procedure. X-rays were taken and confirmed the presence of the cautery spatula accessory within the pt. No adverse pt outcome was reported.